Event description:
Indication: common variable immunodeficiency, unspecified. Pt states first infusion worked fine, but second time syringe would not stay in place and continued to pop out. Pt tried multiple different syringes and did not work. (Unknown what pt meant by first infusion and second time). Pharmacist determined that pump (serial number and expiration date not specified) is malfunctioning. Unknown if md is aware. Unknown if missed dose or had an interruption to therapy. Unknown if product is available for return. Pharmacy to replace device. Unknown date of malfunction. No further information provided. Reported to (B)(6) by: patient/caregiver.